Event description:
It was reported that five (5) days following laparotomy for adhesiolysis the wound dehisced. The pt was in the washroom and experienced a shocking feeling of liquid gushing out of the wound. It was reported that the suture broke due to the internal pressure that pushes it. The wound was resutured. Pt is fine.